Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did not received low battery alert prior to replace battery alarm. Customer stated it was second occurrence of replaced battery alarm without low battery warning. Customer stated insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, minor scratched lcd window, missing display window cover, scratched keypad overlay and end cap address label fading identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 12/23/2021 at 20:51:00.000. Insert battery alarm on 12/26/2021 at 15:00:35.000. Replace battery alert on 12/24/2021 at 09:00:00.000. Failed batt/battery failed alarm on 12/05/2021 at 07:56:18.000 and 15:00:00.000. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms, replace battery and replace battery now during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. In summary, pump passed required testing. Customer alleged for low battery alarm, replace battery and replace battery now was not confirmed. Cosmetic damage confirmed on the keypad overlay, lcd window and display window cover. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.